Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose was unknown mg/dl. The customer was treated by the paramedic at home and did not go to hospital. The customer doesn't want to troubleshoot since he confirmed it was not a product related issue. The customer was advised to get his healthcare provider for further assistance.